Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. There was no new information or a case date for the explant to given at this time.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. The cause of the motor stall was not determined. The representative had not received an update on the patient since they scheduled the removal of the pump.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative. It was believed the patient symptoms were related to the motor stall. The patient wants the pump explanted. A pump explant was planned. Patient weight and health history were not available.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via a manufacturer representative regarding a patient who was receiving morphine 20 mg/ml; 12.88 mg/day, clonidine 50 mcg/ml; 32 mcg/day and bupivacaine 5 mg/ml; 3.22 mg/day via an implantable pump. Indication for use was non-malignant pain. The date of the event was approximately (B)(6) 2018. It was reported the patient experienced a sudden change in therapy. The patient experienced flu-like symptoms for the last couple of weeks and confusion for the last couple of days. A motor stall was seen at initial interrogation; stopped pump period may exceed tube set; the motor stall was active. The patient did not recently have magnetic resonance imaging (MRI). No further complications were reported.